Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b1 (product problem), b7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = DHR review performed for product code - 121932148 / lot - h43752 the results are - quantity manufactured: (B)(4). Date of manufacture: 3-mar-2017. Any anomalies or deviations identified in DHR: no. Expiry date: 31-jan-2022. IFU reference: IFU-090200701 rev. P.

Event description:
Medical records received. On (B)(6) 2018, the patient had infiltration of the sacroiliac joint right, to address acute lumbago on (B)(6) 2019, the patient had a revision hip joint to address arthrofibrosis after hip tep right with scarring. There was no mention of the removal of any components. (18.d8.20t8 potentially thought to be (B)(6) 2019 ) the patient had the diagnosis of inlay subluxation with a joint prosthesis on the right. The inlay was noted to be depuy that was implanted. Prior to surgery, the patient was noted to have had a fall. The medical translation provided was difficult to understand. It appeared that the liner was tilted in the cup and there was wear present on the liner. It is unclear if the same liner was placed back in the patient or if a new liner of the same size was positioned. For the purpose of this review, it will be assumed a new liner was placed. The femoral head was revised and a larger head was placed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Xray images were reviewed. Based in the visual examination of the part, the disassociation event was confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted two ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : DHR review performed for product code - 121932148 / lot - h43752 the results are - 1) quantity manufactured: (B)(4). 2) date of manufacture: 3-mar-2017. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-jan-2022. 5) IFU reference: IFU-090200701 rev. P. Device history review: a manufacturing record evaluation was performed for the finished device 121932148/h43752 product and lot numbers, and no non-conformances were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this report was received for examination. Xray images were reviewed. Based in the visual examination of the part, the disassociation event was confirmed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted two ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : DHR review performed for product code - 121932148 / lot - h43752. The results are - 1) quantity manufactured: (B)(4). 2) date of manufacture: 3-mar-2017. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-jan-2022. 5) IFU reference: IFU-090200701 rev. P. Device history review : a manufacturing record evaluation was performed for the finished device 121932148/h43752 product and lot numbers, and no non-conformances were identified. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient lawyer is claiming for compensation: patient received hip-tep right side on (B)(6) 2018. After initial surgery the patient suffered pain and underwent multiple treatments and interventions. In addition, noises were apparent. Revision of head and unknown parts on (B)(6) 2019. As per lawyer, the hip head showed high wear.